Event description:
It was reported that the atrial lead exhibited impedance less than 200 ohms and loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found suture sleeve tie-down marks on the proximal insulation at 14.5 cm from the connector pin. The distal insulation was damaged at the same location which resulted in an electrical short between the coils and caused low impedance.